Event description:
Customer reported her adc blood glucose meter "reader turns on with strips only". The customer further reported that the reader will not turn on if strips is not inserted in the reader port, reader not usable" and experienced feeling weak and was unable to test, requiring a non-health provider treatment of oral juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Reader did not power on with strip insertion. The returned reader was further de-cased. Visual inspection was performed on the de-cased reader and debris was observed inside the strip port. Therefore, issue is not confirmed to use due to debris inside strip port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Customer reported her adc blood glucose meter "reader turns on with strips only". The customer further reported that the reader will not turn on if strips is not inserted in the reader port, reader not usable" and experienced feeling weak and was unable to test, requiring a non-health provider treatment of oral juice for treatment. There was no report of death or permanent impairment associated with this event.